Manufacturer narrative:
Additional information d.10 samples received: 2020-04-1. Device evaluation: h.6 investigation summary: four photos and one loose 1ml syringe with visible clear fluid droplets in the tip and collar were received and evaluated. It was observed there was ring of black foreign matter attached to the inside of the top of the barrel and spots of the foreign matter on the plunger rod in various locations. The foreign matter appeared to be ink mixed with silicone and was larger than level 3 in size, which was rejectable per product specification. A potential root cause for the foreign matter defect is associated with the marking process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the syringe was discolored with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: the syringe is discolored on the inside as well as on the piston. This was discovered by the ¿manufacturing¿ pharmacist before preparation, so it has not been filled with anything.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe was discolored with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: the syringe is discolored on the inside as well as on the piston. This was discovered by the ¿manufacturing¿ pharmacist before preparation, so it has not been filled with anything.